Event description:
It was reported that a sterilization issue occurred. During unpacking of a katzen guide wire, it was noticed that the wire had shifted within the package and extruded through the packaging. Another same device was used to complete the procedure. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).